Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. Visual and magnification inspection was completed with loose chip identified. Functional testing performed included leak testing, clear passage test, and clamp function testing. All functional testing performed was acceptable. The reported connection issue was verified. The cause was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.